Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (450 mg/dl at its highest) and a bolus via the pump was delivered to address the bg level. The customer reported that the high bg was due to eating the "wrong type of food" and forgetting to deliver a food bolus after eating a meal. Tandem technical support advised the customer to discuss the high bg with healthcare provider.